Manufacturer narrative:
Per good faith effort (gfe) response, the customer replaced the patient breathing circuit to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has low tidal volume. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.